Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited became dislodged one day post implant. An x-ray confirmed the lead had pulled back. The lead was successfully repositioned. There were no adverse patient effects.